Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed. Subsequent deployment of a 25 mm lotus edge valve involved repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Event summary: on the same day of the index procedure, the subject developed left bundle branch block. Echocardiogram and electrocardiogram were performed as diagnostic tests. The event led to the prolongation of the hospitalization. One day later the event was considered to recovered and on the same, subject was discharged on aspirin and clopidogrel.